Event description:
(B)(4). Yes the device was provided through insurance. Chronic lower back pain, failed method of permanent birth control, chronic fatigue , excessive hair loss , pelvic pain, aches everywhere , skin rashes, anxiety, brain fog, headaches.